Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name and indication of index surgery (B)(6) 2021? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any post-op examination? Other relevant patient comorbidities/concomitant medications? Does the patient have known allergic history to medical device, food or medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation with erythema and itching)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used for wound closure. As reported, the procedure went well. The next date, the patient experienced erythema, inflammation and itching at the suture site without pain, and was given alcohol wet compresses to the wound along with oral antibiotics, and the next day the patient's wound symptoms improved without affecting it. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch rcbeeu and no non-conformances were identified. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Name and indication of index surgery (B)(6) 2021? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any post-op examination? Other relevant patient comorbidities/concomitant medications? Does the patient have known allergic history to medical device, food or medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op inflammation with erythema and itching)? What is the patient¿s current status?